Manufacturer narrative:
No death certificate or autopsy report was provided for review. According to the discharge summary, the cause of death is listed as sepsis, unclear source, possibly pneumonia; chronic pulmonary fibrosis versus inflammatory lung disease; recent myocardial infarction with probably underlying coronary artery disease. According to the hospital medical bills submitted for review, service # (B)(4), suction irrigator (all) quantity (2). There is no mention of a davol/bard product as having been used during this procedure. The svc number noted in the hospital medical bills does not match a davol product reference number. After reviewing the provided medical records, it is unclear davol's involvement in the reported event. A specific davol device was not identified in the legal summons and we were unable to identify a suction/irrigation product shipment to the hospital prior to the reported event. Davol is named in the summons in regard to a suction/irrigation device and an x-stream pump is the only device shipped to the facility involved in the event; however, the device was shipped to the hospital the day after the pt expired.

Event description:
Attorney reported: on (B)(6) 2009: pt was experiencing great physical pain and suffering, and visited physician/medical provider. Physician/medical provider, through their treatment of pt, performed a surgery on pt. During surgery, bleeding developed coming from the iliac vessel. Attorney indicates multiple contributing factors caused the bleeding associated with the iliac vessel. Moreover, the surgical team ran into problems with their suction apparatus. In fact, not only was the first suction machine defective, but two other suction apparatus brought into the surgery suite also failed. On (B)(6) 2009: pt died from medical complications. Per provided medical records: on (B)(6) 2009: pt underwent a lap converted to open bilateral inguinal hernia repair. The surgeon noted the pt's epigastric vessels were lying very low. They did not seem to be well attached to the abdominal wall. During dissection, bleeding was noticed coming from near the internal ring. Surgeon notes he was never able to isolate this bleeding. It seemed like it may be coming from the iliac vessels possibly a branch that had avulsed from the iliac vessel. The surgeon noted "unfortunately, we ran into a problem with our suction. We went through three different suction apparatus. Eventually, I chose to open to control the bleeding." The operative procedure continued and the right inguinal hernia area was repaired. Estimated blood loss was documented as 1.000 cc. Pt left for recovery in stable condition. On (B)(6) 2009: pt discharged. On (B)(6) 2009: pt re-admitted to hospital with an admission diagnosis of asymptomatic anemia, chronic pulmonary fibrosis. Pt s/p bilateral inguinal hernia repair with symptomatic anemia likely secondary to large hematoma in left thigh. Pt went into cardiac arrest (ventricular fibrillation). The pt was resuscitated, intubated and cardiac enzymes were elevated. Echocardiogram showed ejection fraction of approx 30%. Pt was extubated, stable for several days and then required reintubation. Bronchial washings obtained via bronchoscopy showed light to (B)(6). Pt treated with antibiotics. On (B)(6) 2009: pt's condition worsened and the pt expired.